Manufacturer narrative:
The reporter's meter and three test strips were provided for investigation. The meter and two of the test strips were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.0 inr. Qc 2: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer's alleged result of 1.7 inr on (B)(6) 2022 was not observed in the meter's patient result memory. However, a result of 1.8 inr on (B)(6) 2022 was observed. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.  The investigation did not identify a product problem. The cause of the event could not be determined.  Occupation: patient/consumer.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter with serial number (B)(4) when the reporter tested consecutively.  The reporter initially reported the results to the distributor. The discrepancy in the results prompted a referral to technical support. The initial meter result was 4.6 inr. The repeat meter result was 1.7 inr.  The meter tests were performed less than four hours apart. The therapeutic range is 2.0-2.5 inr. The interval of testing is once a week.